Event description:
On 20jan2025, an email was received from the medicines and healthcare products regulatory agency (mhra) in the united kingdom advising that a patient¿s (pt) family member reported that a pt is ¿nearly blind¿ in the right eye (od) after wearing a acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens (cl). On (B)(6) 2025, a cl was ¿rubbing on the eye and broke in the eye.¿ the family member advised that the pt had treatment (treatment details were not provided) at the hospital, but ¿now we need to wait to see how this heals, but we were told not to expect too much ¿ whatever that means.¿ the family member advised that a hospital representative inquired ¿why did the optician not check the pt¿s eyes and we told the person that we just bought these online to try.¿ the family member advised that the hospital representative ¿was surprised and told us to report to yourselves.¿ no additional information was provided. No pt contact information was provided, so we are unable to contact the pt for additional medical and product information. No additional information is expected. The suspect lot number was not provided. It is unknown if the suspect cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.